Event description:
Questionable sterility assurance issue; what appeared to be a dead bug was found in the self contained basin/wrap within in the sterile supply pack. Bug was lost during examination process, therefore can not provide for examination. Issue identified & rectified; no patient exposure. Intra-op staff reports the following. While setting up for the case after the patient was already in the operating room, a questionable bug was found in the blue basin in the ortho major pack. The blue basin was wrapped separately from the rest of the pack. After the scrub tech discovered the questionable bug, she did not touch anything else on the sterile field. She also had not removed anything from the wrapped basin. Scrub tech removed gloves and transferred instruments to a separate sterile field. Surgeon notified. A new pack was opened. Quality was informed and pack was saved.